Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5158962

Event description:
It was reported via voluntary medwatch that the implantable cardioverter defibrillator was "abandoned due to probe breakage or of insulation." Further information was not provided.